Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an unknown issue with her onetouch verio iq meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The patient alleged she was not able to continue testing her blood glucose due to the reported issue. As a result, the patient claimed her ¿sugar levels were very high.¿ the patient did not specify developing symptoms. On (B)(6) 2013, the patient reportedly went to the emergency room (ER) for treatment. Treatment was not specified. The cca was not able to walk the patient through troubleshooting to resolve the alleged issue. Replacement product was sent to the patient. The patient claimed she was not able to test her blood glucose due to the reported issue which caused her blood glucose readings to elevate. This complaint is being reported because the patient may have received medical intervention from a health care professional (hcp) after the reported issue began.